Event description:
Info was received in 1/2004 from a pt who received a series of synvisc injections to both knees within a period of six weeks (dates unk). After the sixth injection, both knees became swollen and the pt experienced a rise in temperature. In 12/2003, the pt consulted an emergency room physician. The physician treated the pt with a cortisone injection and prescribed voltaren for both oral and topical use. At the time of this report, the swelling is increasing, even though it had improved the day before (12/2003). Qa eval results: the review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.